Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Analysis of the system log file confirmed the malfunction. Upon troubleshooting, fse found the issue with cabinet b of mediawall unit. The fse replaced the rgb mediawall 4200. After replacement of the rgb mediawall unit, the system was returned to use in good working order.